Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the battery was removed, the external pulse generator (epg) would lose power instantly. The caller was notified that the device will no longer be serviced due to being older than five years of age. The status of the epg is unknown. There was no patient involvement.